Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that during surgery, the skin was not catching as it went through. Subsequently this did not caused patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not caused an impact/damage to graft harvest. The event date was populated based on the following response from the customer that the device was "sitting on shelf a while waiting its turn in the repair que" so they estimated that the event date was "around end of may". No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp-(B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018 it was reported that the skin was not catching as it went through. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia/zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was not feeding skin through and the roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on (B)(6) 2018 revealed that the comb was damaged. The shoulder bolts, washers, and cap nuts were worn. The calibration and sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on (B)(6) 2018 which included replacement of the washers, shoulder bolts, cap nuts, and comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was unconfirmed since during the product review noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the that the comb was damaged. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.